Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2015 with the following findings: on investigation, the pump powered up to a dim verify screen with discolored text. The keypad cover was torn while the buttons responded to presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on 10/27/2015.